Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. The therapy pcb was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. There was no patient use associated with the reported event.